Manufacturer narrative:
¿A bottle side (upper) pressure sensor failure was confirmed and replicated during testing. ¿testing of the returned alaris¿ pump model 8100 confirmed that the bottle side pressure sensor was faulty. ¿the pressure sensor was replaced with a known good part and allowed to infuse with no alarms or malfunctions occurring. ¿a patient side (upper) pressure sensor failure was confirmed and replicated during testing. ¿testing of the returned alaris¿ pump model 8100 confirmed that the patient side pressure sensor was faulty. ¿the pressure sensor was replaced with a known good part and allowed to infuse with no alarms or malfunctions occurring. Technical support performed troubleshooting over the phone to determine the customer reported issue of error code 354.6770. Technical support 1. Check pressure sensor harness. 2. Replace pressure sensor. 3. Replace logic board. 4. Return the module to the factory. A review of the device history record for sn (B)(4) was performed from date of manufacture 02/01/2018 to present date 11/27/2020 and confirmed that this device was not previously returned for servicing. Also, there were no production failures indicated on the source device.

Event description:
The customer wanted to know how to fix error code 354.6770 on the device. No patient involvement.